Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet, including a recorded value of 38 mg/dl and recurrent readings in the 40s, and the family elected to discontinue the ilet and return to multiple daily injections after completing training and a follow-up review with their care team. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and education. Investigation of this case revealed no identified device malfunction and no confirmed device-related cause for the lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.